Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired to clip off the artery and the device would not fire. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Advancer bypass malformed clip. Eval summary: the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed nine conforming clips and then the advancer bypassed one clip causing a pear shaped clip. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.